Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) of 2020.

Event description:
It was reported that the patient was experiencing worsening of pain. It was also reported that the boston scientific field engineer was unable to connect to the patients spinal cord stimulator (scs) device and was unable to make any changes on the stimulator. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned.